Event description:
Bayer case number: (B)(4), menometrorrhagia [menometrorrhagia], pelvic pain [pelvic pain female], perineum pain [perineal pain], muscle pain [muscle pain], joint pain [joint pain], cervical pain [cervical pain], shoulder pain [shoulder pain,] I lost 2 teeth that broke for no reason [tooth fracture], I¿ve had difficulty emptying my bladder when urinating [bladder inability to empty], my scalp itches [itchy scalp], my astigmatism has gotten worse [astigmatism], I can no longer drive at night [driving ability disturbed], I have reported basedow¿s disease [basedow's disease], I have hashimoto¿s disease [hashimoto's disease] , I have recurring headaches [headache recurrent], I have been putting on weight (1 kg/year) for 9 years [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 08-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 48-year-old female patient who had essure inserted (lot no. 628321) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2014 she experienced menometrorrhagia (seriousness criterion intervention required), pelvic pain ("pelvic pain"), perineal pain (" perineum pain"), a first episode of myalgia ("muscle pain"), a second episode of myalgia ("muscle pain"), joint pain ("joint pain"), neck pain ("cervical pain"), shoulder pain ("shoulder pain"), tooth fracture (" I lost 2 teeth that broke for no reason"), urinary retention (" I¿ve had difficulty emptying my bladder when urinating"), pruritus ("my scalp itches"), astigmatism ("my astigmatism has gotten worse"), impaired driving ability (" I can no longer drive at night"), graves' disease ("I have reported basedow¿s disease"), autoimmune thyroiditis ("I have hashimoto¿s disease") and headache ("I have recurring headaches") and was found to have weight increased ("I have been putting on weight (1 kg/year) for 9 years"). The patient was treated with surgery (in (B)(6) 2015 novasure endometriium ablation). At the time of the report, none of the events or their latest episode had resolved. The reporter considered joint pain, shoulder pain, astigmatism, autoimmune thyroiditis, graves' disease, headache, impaired driving ability, the first episode of myalgia, the second episode of myalgia, neck pain, pelvic pain, perineal pain, pruritus, tooth fracture, urinary retention and weight increased to be related to essure administration. No causality assessment was received for essure with regard to menometrorrhagia. The reporter commented: period of occurrence: 2014. Patient¿s current status: menometrorrhagia, in 2015, during a novasure process, my essures heated up. Since then, I¿ve had lots of health problems: pelvic and perineum pain; muscle pain; joint pain; pelvic, cervical and shoulder pain. I lost 2 teeth that broke for no reason. I¿ve had difficulty emptying my bladder when urinating, my scalp itches, my astigmatism has gotten worse, I can no longer drive at night, I have reported basedow¿s disease although I have hashimoto¿s disease, I have recurring headaches, I have been putting on weight (1 kg/year) for 9 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4), menometrorrhagia [menometrorrhagia] , pelvic pain [pelvic pain female] , perineum pain [perineal pain] , muscle pain [muscle pain] , joint pain [joint pain] , cervical pain [cervical pain] , shoulder pain [shoulder pain] , I lost 2 teeth that broke for no reason [tooth fracture] , I¿ve had difficulty emptying my bladder when urinating [bladder inability to empty], my scalp itches [itchy scalp] , my astigmatism has gotten worse [astigmatism] , I can no longer drive at night [driving ability disturbed] , I have reported basedow¿s disease [basedow's disease] , I have hashimoto¿s disease [hashimoto's disease] , I have recurring headaches [headache recurrent] , I have been putting on weight (1 kg/year) for 9 years [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. The most recent information was received on 14-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 48 year-old female patient who had essure inserted (lot no. 628321) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. In 2014 she experienced menometrorrhagia (seriousness criterion medically important), pelvic pain ("pelvic pain"), perineal pain ("perineum pain"), myalgia ("muscle pain"), joint pain ("joint pain"), neck pain ("cervical pain"), shoulder pain ("shoulder pain"), tooth fracture ("I lost 2 teeth that broke for no reason"), urinary retention ("I¿ve had difficulty emptying my bladder when urinating"), pruritus ("my scalp itches"), astigmatism ("my astigmatism has gotten worse"), impaired driving ability ("I can no longer drive at night"), graves' disease ("I have reported basedow¿s disease"), autoimmune thyroiditis ("I have hashimoto¿s disease") and headache ("I have recurring headaches") and was found to have weight increased ("I have been putting on weight (1 kg/year) for 9 years"). The patient was treated with surgery (in (B)(6) 2015 novasure endometriium ablation). At the time of the report, none of the events had resolved. The reporter considered joint pain, shoulder pain, astigmatism, autoimmune thyroiditis, graves' disease, headache, impaired driving ability, myalgia, neck pain, pelvic pain, perineal pain, pruritus, tooth fracture, urinary retention and weight increased to be related to essure administration. No causality assessment was received for essure with regard to menometrorrhagia. The reporter commented: period of occurrence: 2014. Patient¿s current status: menometrorrhagia, in 2015, during a novasure process, my essures heated up. Since then, I¿ve had lots of health problems: pelvic and perineum pain; muscle pain; joint pain; pelvic, cervical and shoulder pain. I lost 2 teeth that broke for no reason. I¿ve had difficulty emptying my bladder when urinating, my scalp itches, my astigmatism has gotten worse, I can no longer drive at night, I have reported basedow¿s disease although I have hashimoto¿s disease, I have recurring headaches, I have been putting on weight (1 kg/year) for 9 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. Lot number: 628321 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-nov-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.